Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was on home IV for suspected percutaneous lead infection at an in-patient rehab facility. It is believed that the percutaneous lead infection has been an issue since post implant (reference the manufacturer's medwatch # 0002916596-2013-01768). No further information is available at this time.